Event description:
The following has been reported: biomed reported: "stuck valve pin. Cleaned pump and upper left valve pin appeared to be normal. Completed a test infusion on primary and secondary side without errors. Staff are now reporting that the pump is not recognizing cassette and also the upper left and right valve pins are not fully out and seem to be binding mechanically and not due to dried fluid or excess buildup." Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The pump was returned for sticky fva pins. Drag on the fva pins was observed which was resolved by cleaning. It was also observed the loading pins were sticking and also needed to be cleaned. Both fva and loading pins lip seals will be replaced. The customer reported complaint has been confirmed during evaluation.